Event description:
Diagnosis of ductal infiltrating breast. She had a right mastectomy with immediate reconstruction on 1/9/95 with tissue expander without difficulty or problems. 8/22/95 removal of right breast tissue expander and insertion of permanent saline breast implant. 11/15/95 I&d of right breast with cultures. 11/17/95 removal and draining infected right breast implant.